Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The sample initially generated a positive sars-cov-2 result. The same swab sample was retested on two different platforms which were both negative. An investigation was completed to evaluate the customer issue which did not identify any product problem. The data shows this run generated a sars-cov-2 positive result with a late CT value indicative of a sample near or below the limit of detection (lod). The customer has also added that it may be a true positive as the patient had previously been diagnosed with sars-cov-2. The most likely cause of the discrepant result is the differences in the technology and the sensitivities of the assays. The liat assay targets viral dna, whereas one of the other platforms used targets viral antigen. Therefore, results with one assay may not align with the other. Additionally, the lod differs significantly between the liat assay and the other platforms. The cobas® liat system can detect sars-cov-2 when the viral load is low, whereas other platforms require a higher viral load in the sample for detection. No harm was alleged. Per FDA guidance, one(1) mdrs will be filed, one per discrepant result.

Manufacturer narrative:
The alleged sample initially generated a positive sars-cov-2 result with a CT value of CT 35.3. The same swab sample was retested on two different platforms (seegene and genexpert) and the results were negative. No harm was alleged. The limit of detection (lod) differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat system and the cepheid genexpert. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the cobas® liat system sars-cov-2 lod is 0.012 tcid50/ml (0.0084 pfu/ml) which indicates being over twice as sensitive as the genexpert. Therefore, the cobas® liat system will detect sars-cov-2 when the viral load is low, where the genexpert requires a higher viral load in the sample for detection. Additionally, the discrepancy is likely due to differences in the assay technology. The seegene assay is designed to detect rdrp, s, and n genes specific for sars-cov-2. Liat scfa test detects different regions of the orf1a/b along with the n gene of the sars-cov-2. Detection of either or both targets is considered a positive sars-cov-2. The customer confirms the liat sars-cov-2 positive result may be a true positive as the patient was a known positive 4 weeks prior. The allegation is substantiated. (B)(4).